Manufacturer narrative:
The device history record was reviewed and met all material specifications with no deviation identified. If any further information is found which would change, or alter any conclusions, or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a nc joint arthrodesis surgical procedure on (B)(6) 2019, utilizing paragon 28 baby gorilla/gorilla plating system. It was reported that the right template appeared chewed up, and was creating metal chards. This is report 1 of 2 for this incident.